Manufacturer narrative:
Findings: unit received with high sleep current due to resistance issue at a connector. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error was triggered when backup battery loaded voltage was less that 3.5 volts for 4 consecutive hours due to resistance issue at a connector. After disconnecting and reconnecting the internal battery connector on, the pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay. (B)(4).

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the customer was not using a 620d or 640d with software version 2.6. The customer had not called previously to report it but alarm was appearing since yesterday. The customer called back with battery to further troubleshoot for power error detected. During this call pump alarmed power error detected again. Patient's blood glucose at time of incident was 112 mg/dl. The customer reported pump has not been exposed to temperatures below 41°f (5°c). The customer isn't using a 620g or 640g pump with software version 2.6the customer was guided with steps to resolve the issue. The customer called back with the alarm and the pump was asking to change the battery every day more than once. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.